Manufacturer narrative:
The tandem t:slim user guide indicates that it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer changed all of the pump supplies twice. The customer's blood glucose (bg) level was 421 mg/dl. Correction boluses and insulin injections were used to address the bg level. After treating the high bg, it dropped to 48 mg/dl. The treatment for the low bg was not reported. As the customer was out of the country and corresponding to tandem customer technical support (cts) via email, the cause of the occlusions was unable to be determined. The customer also reported that the data and time on the pump had been incorrect due to the different time zones while traveling overseas.